Event description:
Caller reported a cartridge alarm issue with their pump, leading to concerns about the pump's functionality. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. As a corrective action, tandem technical support confirmed the need to replace the pump and provided a replacement unit while instructing the caller to use multiple daily injections as a backup insulin therapy.